Event description:
Healthcare professional reported a xen®45 gts "slight unusual narrowing at the tip that is closest to the bezel of the application needle...when applying the subconjunctival portion of the xen curved abnormally and took a ring shape" during implantation in unknown eye. Device remains implanted. Surgery was completed with a second device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, e1.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slight unusual narrowing at the tip that is closest to the bezel of the application needle. When applying the subconjunctival portion of the xen curved abnormally and took a ring shape" during implantation in unknown eye. Device remains implanted. Surgery was completed with a second device.